Event description:
It was reported that the t:slim x2 pump battery would not charge reliably, as the connection required constant adjustment to recognize the charge. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was able to successfully charge the pump using secondary charging supplies sent by tandem.